Manufacturer narrative:
This device used for treatment and not diagnosis. Implanted approximately (B)(6) 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Synthes professional educator was reviewing a surgeon presentation for a program, and noticed what appears to be a reference to a matrixrib product complaint. The product development representative received additional information from the surgeon: the patient had undergone rib fixation for several posterior rib fractures approximately (B)(6) 2009. The patient returned to the surgeon approximately (B)(6) 2009 experiencing pain in his lower back after lifting a heavy object. Upon CT scan, the surgeon noted that for one of the fixated rib fractures, all the screws were still locked to the plate, but that the plate and screws had pulled off one rib segment along with a small portion of bone. The plate and screws were still intact in the opposing rib segment. Surgeon recalled following the recommended technique of at least three screws on each side of the fracture. Surgeon also noted that the patient had issues with bone healing, pointing out the hypertrophic bone growth that the patient had around the trauma site, as shown in the (B)(6) 2009 scan. This is 2 of 2 reports for complaint (B)(4).